Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. The electrical function of the lead was found to be normal. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.